Event description:
The biomedical engineer (biomed) reported that the central nurse's station (cns) unexpectedly shut down on its own. When the cns came back up, it displayed a "monitor network disconnect" error message. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (biomed) reported that the central nurse's station (cns) unexpectedly shut down on its own. When the cns came back up, it displayed a "monitor network disconnect" error message, which indicated there was either a duplicate ip address or more likely, the network cable had physically become disconnected. The biomed reseated the network cable and mentioned that it did feel loose. He then rebooted the cns and was able to successfully launch the cns software. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: e1 this information was confirmed to be unavailable on the initial call.